Event description:
Initial procedure was in 2005, lysis of adhesions was performed and surgwrap was implanted. In 2006 pt underwent extensive lysis of adhesions, partial omentectomy and reduction of hernia. Two months later, pt was hospitalized due to abdominal pain. Cat scan performed and fluid build up at surgwrap implant site was found.

Manufacturer narrative:
Labeling, manufacturing and sterilization process reviews did not reveal any errors, ommisions or other abnormalities. - pt's underlyingconditina nd individual disease course may have facilitated this adverse event - abdominal pain brobably related to local fluid collection. - pt's of balance imune system may have caused a more intense resorptive process.